Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure the patient experienced poor vision and there was increased higher order aberrations. The lens was exchanged in a second procedure. Additional information was provided by a technician/office manager that the iol was exchanged for a different lens model with a one diopter difference.